Event description:
Related manufacturer report #:2017865-2024-34462. It was reported that noise was observed on the right ventricular (rv) lead and pacemaker. The noise did not appear to be electromagnetic interference (emi) neither did it coincide with emi exposure. The noise appeared on all views and did not appear to be cyclical. Additional testing was recommended to determine if the noise was reproducible or if clavicular crush would be observed. There were no reported consequences.

Event description:
New information received notes the patient had a long history of noise that was known by the provider. The patient was not symptomatic to the noise. Due to the long history of noise with no patient symptoms or adverse effects the physician chose not to bring the patient in for additional testing or programming changes as there had been no patient consequences. The patient was only going to be monitored remotely and no intervention was anticipated.